Event description:
This spontaneous case report was received from a gynecologist/obstetrician in the united states on (B)(6) 2014 with request for replacement of one device. The report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and essure broke off after insertion and had to be removed. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2014, the patient had essure (fallopian tube occlusion insert), lot number b63564, inserted. On (B)(6) 2014, essure broke off after insertion and had to be removed, another was inserted successfully. The patient had no injury. Reporter did not assess device-event relationship.